Event description:
The pump had an alarm. The family member stated they ran a lead screw test and cleaned the lead screw with the brush and the driver arms were sliding freely. Advised the family member about the proper preparation of the set and to change the set to rule out the problem. Later, the customer called back stating that they changed out their set and site and still got the alarm. Troubleshooting was performed. The pump passed the self-test. It was indicated that the family member would treat the customer's bg with a munal injection.